Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the pusher was not pulled back prior to inflating the commander delivery system, and the balloon ruptured. The valve was expanded and worked correctly. However, during removal, the balloon was not able to be pulled into the esheath, and was removed as a unit. A piece of intima-like tissue was found on the balloon upon removal. Digital subtraction angiography (dsa) showed an uncleared image at the external iliac artery (eia) and the vessel was repaired surgically. Per the operator, some important steps were skipped inadvertently.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation. Additionally, the lot number was not provided, therefore, a device history record review and lot history review was unable to be performed. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions for use (IFU) were reviewed: IFU for commander delivery system, device preparation manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and difficulty to withdraw system through esheath were unable to be confirmed as neither the device nor applicable imagery was returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. DHR and lot history review were unable to perform due to unavailability of lot number. A review of manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the pusher was not pulled back prior to inflating the commander delivery system and the balloon was ruptured'. Per training manual, 'pull back flex catheter so it is off the balloon during deployment', and 'positioning flex tip on the triple marker prior to thv deployment will help maintain stability while ensuring unobstructed inflation during deployment'. In this case, the flex tip was over the inflation balloon during valve deployment, it could have restricted full expansion of inflation balloon, and led to inflation balloon ruptured or burst as reported. Although a definitive root cause was unable to be determined, available information suggests that procedural factors (flex tip not retraced during deployment) may have contributed to the reported event. Per the complaint description, 'during removal, the balloon was not able to be pulled into the esheath, and were removed as a unit'. Due to the balloon burst, the altered profile of inflation balloon material likely made it more susceptible to be caught at the sheath tip, which subsequently resulted in the reported withdrawal difficulty through the sheath. Per training manual, 'if unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation'. Although a definitive root cause was unable to be determined, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.